Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the battery is not charging. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the battery is not charging. It was determined onsite evaluation is needed to further diagnose the issue. Onsite evaluation was performed, it was determined the customer's electrical power socket/outlet is not working. Fse unplugged the power cord from the non-working outlet into a working outlet, the device began to charge. The customer was advised their wall outlet is not working. Functional tests and operational checks were performed, there were no issues or errors. Device remains fully functional and at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not due to a device or component failure. The root cause of the reported problem was confirmed as unrelated to the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.